Manufacturer narrative:
The investigation determined that a discordant (B)(6) result was obtained from a single patient sample using vitros (B)(6) reagent on a vitros 3600 immunodiagnostic system. The definitive assignable cause of the event was not determined with the information provided. There is no indication of an instrument malfunction; however, the customer did not perform a within run precision test around the time of the event to definitively rule out an instrument issue. Based on historical quality control results, a vitros (B)(6) lot 1580 performance issue is not a likely contributor to the event as all control results were within the correct IFU interpretation region. Additionally, the presence of an unknown sample interferent cannot be completely ruled out as the cause of the discordant (B)(6) result.

Event description:
A customer obtained a discordant (B)(6) result versus the expected (B)(6) result from a single patient sample using vitros (B)(6) reagent with a vitros 3600 immunodiagnostic system. Patient sample 1 results of 1.4 (s/c (B)(6)) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant (B)(6) result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).